Event description:
The hosp reported that after an endoscopic vein harvesting procedure and during the re-sterilization, the scope was noticed to be foggy. The procedure was completed with the scope and the failure was noticed after the use of the device. No pt complications were reported.